Manufacturer narrative:
The device with the lens was returned in the carton. The plunger lock and lens stop have been removed. The plunger is oriented incorrectly. Viscoelastic is observed in the device. The plunger has been advanced over the lens. The lens is just inside the nozzle entry. The optic appears scraped along the plunger path on the anterior surface. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The root cause for the reported complaint cannot be determined. The used device was inspected. A plunger override was observed. Upon return the plunger was observed to be oriented incorrectly in the device. It cannot be determined if the plunger may have been inadvertently retracted outside of the device and reinserted incorrectly by the customer. Although the plunger orientation cannot be ruled out as a potential cause, it is unlikely that the device was manufactured incorrectly. Plunger placement is conducted with a plunger/main body assembly fixture. The fixture by design ensures the proper orientation and placement of the plunger in the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported the plunger in a preloaded intraocular lens (iol) delivery system passed over the lens and damaged the lens. Additional information was requested.